Manufacturer narrative:
(B)(6). The fse evaluated the instrument and confirmed the leak originating from loose quick disconnect (qd) qd281 and qd282 fittings. The fse tightened the quick disconnects to resolve the leak. (B)(4).

Event description:
A field service engineer (fse) reported observing a leak of approximately 50-100 milliliters of fluid from the unicel dxh 800 coulter cellular analysis system while performing preventative maintenance on the analyzer. The fse stated that the leak was contained within the instrument. The fse was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.